Manufacturer narrative:
Device 1 of 1. Common device name-hydrophilic cure catheter. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: (B)(4). Manufacturing site:(B)(4).

Event description:
End user is an (b(6) male who performs intermittent urinary self-catheterization 4-6xday for urinary retention starting approximately 6 months ago. According to the end user his "urethra valve does not open as it should". He reports he has ongoing issues with urinary tract infections. He developed burning to the urethra. His urine was tested. He was given oral anti-biotics. The issue resolved. No photographs depicting the reported complaint issue were received.